Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis found the primary failure of broken blade to be relate to the customer reported complaint. The instrument was found to have a blade broken at the midpoint. A piece approximately 0.084" x 0.43" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that prior to starting a da vinci-assisted radical pancreaduodenectomy surgical procedure, the user observed damage on the harmonic ace instrument. Troubleshooting was performed by replacing the instrument to the backup and this resolved the issue. Following this, the user continued the planned procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with obvious damage and blade detachment. No conclusive determination can be made based on this analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was not found to be damaged during the pre-use inspection. The instrument wasn¿t be involved in any mishandling. After removing the instrument from the packaging, no issues were found. Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
Refer to h10/h11 for follow-up information.